Manufacturer narrative:
The complainant was unable to provide the suspect device catalog and lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp, that a flexima biliary stent system was used during a biliary stenting procedure on a pt. During the attempt to retract the guide catheter for stent deployment, the guide catheter became stretched. Procedure outcome and pt condition at the end of the procedure are currently unk.